Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of breast cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: reports in the medical literature indicate that patients with breast implants are not at a greater risk than those without breast implants for developing breast cancer. Reports have suggested that breast implants may interfere with or delay breast cancer detection by mammography and/or biopsy; however, other reports in the published medical literature indicate that breast implants neither significantly delay breast cancer detection nor adversely affect cancer survival of women with breast implants. A large follow-up study reported no evidence of an association between breast implants and cancer, and even showed a decreased incidence of breast cancer compared to the general population. Breast cancer : women with existing cancer or pre-cancer of their breast who have not received adequate treatment for those conditions, because radiation and chemotherapy treatments may increase the risk of some complications seen with breast implants. Also, breast implants may interfere with radiation or chemotherapy treatments.

Event description:
Health professional reported right side device removal due to "recurrent breast cancer." Device has been explanted.